Event description:
According to the information received, the valve was explanted due to paravalvular leak. At explant, there were no signs of pannus or endothelial tissue on the sewing cuff. The valve appeared to be loose and the sutures were easily removed from the annulus. The valve was replaced with a tissue valve.